Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in airway and nasa irritation. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on dec 09, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged complaint of particles in device. Also stated that patient has nose irritation. Device is noisy. Blower made a whirring noise, most likely from liquid ingress in. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacture observed an unknown dust contaminant on the top cover, inside the iso port, pca, side panel, blower cap, right side assembly, blower housing, blower, bottom enclosure, and air inlet seal. Manufacturer observed black hairlike contaminant on the top cover, pca, side panel, blower cap, right side assembly, blower, and bottom enclosure. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of iso port, blower cap, blower housing, and blower. Manufacturer observed degraded foam all over the bottom of the blower housing. Manufacturer observed the air inlet seal was discolored. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust/dirt contamination in the airpath and unable to address the patient's symptoms. Sections d8,d9, h2, h3 and h6 has been updated in this report.